Event description:
Vns patient was hospitalized with difficulty breathing, shortnes of breath, sleep apnea,vomiting and dizziness. There had reportedly been no recent medication changes or changes to programmed parameters. The events reportedly began after the patient experienced a seizure that caused their eyes to rollup in their head. During the seizure, the patient was not breathing well and was "out of it". This type of seizur reportedly happened several more times during the day and was more severe at night. Further follow-up with treating neurologist revealed that the reported events had completely resolved. Neurologist indicated that the events were not related to the vns therapy, although the patient did not have problems with dyspnea or apnea prior to vns implant. Neurologist indicated that the events were beleived to be related to pseudoseizure. No intervention is planned.